Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a 12mm x 2.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.